Manufacturer narrative:
(B)(4). Approximate age of device -1 year, 5 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the lvad system produced a driveline fault alarm on (B)(6) 2017, and the patient exchanged the system controller. The patient was reported to be asymptomatic. Log files for both system controller log files were submitted for review. Log file analysis completed by the manufacturer¿s technical services representative revealed the same wire having high impedance on both system controller. X-ray images submitted were unremarkable. The customer reported that they would discuss with the surgeons if an external distal percutaneous lead (driveline) replacement would be attempted. Further information was requested, but not yet provided.

Manufacturer narrative:
The pump was not explanted. The pump remains in use supporting the patient. Review of the submitted system controller log files as well as the log file downloaded from the returned system controller confirmed the reported driveline fault alarms; however, a specific cause for the alarms could not be conclusively determined. The driveline fault alarms did not affect the system controller''s ability to operate the pump at the set speed; no interruptions in pump function or notable changes in pump parameters were captured in the log files while the system was connected to power. The log file data showed a potential inner conductor breakdown issue with either the black or brown wire in the percutaneous lead (driveline). The driveline fault alarms were not able to be reproduced during the investigation of the returned system controller. The patient is high risk for a distal end driveline replacement or an additional system controller exchange. The patient will continue to be monitored. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Correction: it was initially reported that the patient was transplanted; however, the patient remains ongoing on lvad support.

Manufacturer narrative:
Communication from the manufacturer's clinical specialist was received on (B)(6) 2017 stating that the patient received a heart transplant; however, the actual date of the transplant was not provided. The explanted date is estimated. The disposition of the device was not provided. Information regarding whether or not the pump is available for evaluation has been requested, but not yet provided.

Event description:
The patient received a heart transplant.